Manufacturer narrative:
No button error alarm noted. Failure analysis found intermittent escape button due to corroded keypad traces. The insulin pump had cracked belt clip slot, cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.